Event description:
During an atrial fibrillation procedure, the agilis sheath valve was leaking air. After transseptal puncture with a swartz sheath, with no issue, an agilis sheath was inserted and the volt pfa catheter was inserted into the agilis sheath. During aspiration, many bubbles were observed, and when the process was repeated, bubbles were still present. The agilis sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.